Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to start. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information received, the system was outside of use at the time of the reported problem. A philips remote service engineer (rse) inspected the system remotely and confirmed it couldn¿t boot up. The rse assisted the customer in restarting the host pc, after which the system worked again. The analysis of log file confirmed the host pc malfunction. A philips field service engineer (fse) examined the system on-site and identified the host pc needed replacement. The host pc was replaced, and the hard drive was transferred to the new pc. The cause of the host pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of host pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.